Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately ¿last month¿ and has been ongoing since. He stated that he obtained an alleged inaccurately high blood glucose results of ¿over 200 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with glipizide and reported that he continued with his usual diabetes management routine, including sliding scale as a result of the alleged inaccurate high readings. He detailed that on an unknown time before and after obtaining these results he developed the symptoms of ¿nausea, headache and dizzy¿. The patient denied receiving any treatment. During troubleshooting, the patient confirmed that the meter was set to the correct unit of measure. The test strips were not expired and had been stored correctly. The patient did not have control solution to perform a test. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.